Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, customer experienced low blood glucose (bg lowest value: 43 mg/dl); cause was not known. Carbohydrates were consumed to address bg. Contact discussed events and personal profile settings with their healthcare provider.